Event description:
The manufacturer became aware of an allegation of rep dreamstation auto bipap that the patient alleges that his device smells something burn like rubber, cord made a lash and flames, power brick burnt and power cord caught on fire. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto bipap that the patient alleges that his device smells something burn like rubber, cord made a lash and flames, power brick burnt and power cord caught on fire. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.